Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reports the procedure went fine until they checked the connectivity test. Caller reports one lead cleared out perfectly, but second lead did not.  Caller did not know which lead has the out-of-range lead connectivity test, caller reports they swapped the lead, taking the lead out, that he lost track of which lead. Caller reports physician had taken the lead out, wiped and re-inserted the lead into the header, continues to see avoid on the top electrode. Caller reports physician also swapped the lead to the other port, continues to see the same, top lead avoid. Caller reports when the lead was in 8-15 port, contact 8 shows avoid, but when they swap the same lead into the 0-7 port, it now switches to electrode 1. Caller reports they have taken the lead out and wiping / re-inserting the lead about 5 times. Caller reports physician had irritated the pocket a lot. Electrode impedance: reference 1 all 40k ohms 0: avoid 15: avoid0: 40k ohms2: 40k ohms reference 01: 40k ohms2: 6160 ohms4: 10700 ohms15: 16410 ohms reference 140: 10700 ohms1: 40k ohms2: 6370 ohms3: 4550 ohms4: 6320 ohms5: 4390 ohms 6: 4280 ohms 7: 4510 ohms8: 4380 ohms 9: 4340 ohms10: 4450 ohms11: 4380 ohms12: 6320 ohms13: 5220 ohms15: 14150 ohms reference 15: all contacts are high reference 13:15: 10890 ohms. Caller reports they do not have a wens to test. Reviewed impedance reading.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260; product type: 0200-lead; implant date: (B)(6)2023; explant date. Brand name vectris surescan; product ID 977a260; product type: 0200-lead; implant date (B)(6)2023; explant date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6)2023. The rep reported that the cause of the high impedance was unknown but the issue did resolve itself after the implant procedure. Rep reported there was no irritated pocket issue, and the rep checked impedances again in post op to find the issue had corrected itself and was resolved. Ins and leads remained in use.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.